Event description:
The pump was returned to animas. Product analysis evaluated the pump and found corrosion on the force sensor circuit and found contamination under the button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) /2013 with the following findings: the pump black box showed evidence of loss of cartridge detection occurring. The pump rewind, load, and prime were performed with no issues and the pump was exercised for 24 hours without loss of primes. During testing the keypad buttons were found to be intermittently responding. The keypad was removed and contamination was found under all of the keypad buttons. The pump was opened and the force sensor assembly and circuit were examined and moisture damage was found on a connecting in the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.